Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to confirm prime alarm due to motor error alarm. The insulin pump passed displacement test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, and severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 263 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.